Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR. Report #:1218950-2016-02580 was submitted.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer claims the backlight is gone; said he already replaced display assy. There was no reported adverse patient impact.